Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from USA: "interfernce of the monitor during a bolus."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "interference of the monitor during a bolus."